Event description:
Boston scientific crm received information that this atrial lead was exhibiting elevated threshold measurements and was found to be dislodged.

Manufacturer narrative:
A revision procedure was performed and the lead was removed from service and replaced. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.